Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the paddle lead may have slipped out of the epidural space. It was reported that 3 of the contacts showed impedances of >10,000 ohms and the patient was only getting coverage on one side when they desired bilateral coverage. It was reported that the patient would be having a revision done the next week. The date of the migration/dislodgement remains unknown. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65 lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that they did not know any further information other than the report that the patient had their whole system replaced and was doing well since. No further complications were report ed/anticipated.